Manufacturer narrative:
H3: performed visual examination without magnification. Both pieces of this part have brown residue and/or corrosion on several faces, including the break face. Small nicks, pocking, and general damage/wear noted on many metallic surfaces of the larger fragment of the part. Approx. 1/6th turn of thread is present on the smaller fragment with hook; this measures a threaded depth of approx. 2.06mm. Performed visual examination with magnification. Metallic damage to general surfaces confirmed including light scratching and water marking throughout the larger section of the part. General surface damage/wear is mostly exclusive to the larger fragment of the part. Extensive wear/damage to drive interface noted. Break face is largely flat with one peak-esque structure along the path of a thread. Surface and appearance/geometry of break face and/or fracture is generally indicative of a brittle break, but it is also possible this could be a particularly sharp ductile fracture.

Event description:
The surgeon was tightening the u plus primary guide over the rib and the primary guide broke. A piece of the primary guide fell into the chest cavity and had to be located. The procedure was completed. There was a 1.5 hour delay in surgery.